Event description:
It was reported that pump display had pixel problem that prevented customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was advised to return affected pump using prepaid label while waiting for replacement pump, and customer understood need to reenter pump settings and reconnect continuous glucose monitor on replacement device.